Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) had an infection from the antiseptic that was used in sterilizing the wound area during the device implant procedure. There were no additional adverse patient effects reported. The crt -p remains in service.